Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staple, and the proximal end of the reload adapter was broken. It was reported that the device articulated on its own, and after firing the device, there was resistance while attempting to retract the knife. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bypass, when the device was fired, there was a loud "clang" noise and a struggle to pull the return knob back afterwards. After the device was released, every time firing was tried, the stapler would articulate. Another device was used to complete the case. There was no patient injury.